Manufacturer narrative:
Mayfield composite series base unit (a3101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the reported fault was not replicated. There was a minor wear on the starburst of the swivel adaptor, but no slippage was observed. Repairs has been completed and the unit now meets manufacturer¿s specifications. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. There was minor wear to the swivel adaptor, but service & repair could not duplicate slippage. Probable root cause is improper or suboptimal placement of the mayfield system. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2023-00027: a facility reported that during "posterior fossa decompression +/- cervical laminectomy + resection of lesion" procedure, the mayfield composite series base unit (a3101) was used for cranial stabilization and experienced a slippage. The surgery was stopped, and patient was prepared again which delayed the procedure for 35 minutes. The procedure was successfully completed. Further details of the event were provided as follows: patient was put into the head clamp with pins before flipping them prone onto a prone bone foam. After patient was secured into position with arms tucked and patient connected to the base of mayfield setup. They proceeded with using the medtronic stealth machine and arm to correctly position the point of access to the lesion. Once they had finished final checks, they proceeded to prep the patient and drape. Once the final drape was placed onto patient, they noticed the patient had moved enough for them to stop the procedure before continuing. They removed the drapes and took the head clamp off while the patient was still prone. The surgeons proceeded to pin the patient into a new head clamp that was in working order. This initially caused delays to the theatre as they had to re-prep and drape the patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.